Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance for resetting the pump, and the issue did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again, which they acknowledged and understood.